Manufacturer narrative:
Batch review performed on 28 august 2017. Lot 165720: (B)(4) items manufactured and released on 21 november 2016. Expiration date: 2021-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had moderate pain, positive local thermotactic parameters, and irregular flogic indexes. Examinations revealed the presence of staphylococcus warneri. Revision surgery performed approximately two months after primary due to infection. The surgeon performed a surgical wash-out and replaced the insert.